Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair / bug) in blister. This event was found on 1 of 50pcs of 18060080s, lot# k0b324f received on our (B)(4)and 1 of 100pcs of 18060085s, lot# k09a2f3 received on our (B)(4). No patient involvement, adverse consequences, delay or medical intervention.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair / bug) in blister. This event was found on 1 of 50pcs of 18060080s, lot# k0b324f. Received on our po#60075092 and 1 of 100pcs of 18060085s, lot# k09a2f3 received on our po#60076929. No patient involvement, adverse consequences, delay or medical intervention.

Manufacturer narrative:
The reported event that guide wire, ball-tipped, sterile t2 femur ø3x1000 mm [packaging] was alleged of - packaging: insect outside sterile blister or pouch could be confirmed. Based on investigation, the root cause was attributed to a supplier related issue. The failure was caused by an inadequate packaging process / insufficient inspection specification. The device inspection revealed the following: during the visual inspection of the item received an insect was found between the clear tube and the pouch. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at our sub-supplier, which was not detected during inspection. A review of the device history for the reported lot did not indicate any abnormalities.